Event description:
Procedure: lap rih repair, inguinal area. According to the reporter: on (B)(6) 2013 (B)(6) performed a re-operation in order to remove an infected parietex mesh (B)(4). Culture and sensitivity: a moderate growth of serratia marcescens.

Manufacturer narrative:
(B)(4).